Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient controller (pc) displayed the message "generator has reached end of service." It was also noted that patient had used tonic stimulation 24/7 with programs that had high settings. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.